Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device exhibits signs of repeated use and impact plate has fractured off, all pieces have been returned. Review of the device history record identified no deviations or anomalies would contribute to reported event. As the instrument had been in the field for over 8 years, and the signs of repeated use, the root cause can be attributed to the wear and aging of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Location is unknown.

Event description:
It was reported that the impaction plate disengaged from the rest of the instrument during a left total knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.